Event description:
It was reported that the patient was experiencing multiple pump off alarms. Log files were sent for review and the log file captured pump stops, speed drops lower than the low-speed limit and driveline fault events between on (B)(6) 2025. This type of behavior had been linked to potential issues with the percutaneous lead. These issues appeared to be occurring both on the power module and on batteries. The percutaneous lead was recommended to be immobilized to prevent any further information in support. X-rays were recommended to identify a possible location of where the compromise in the lead might be. The patient was asymptomatic during these events. The damage was likely from wear and tear, and the patient had no significant weight changes. X-rays and log files were sent, and the x-rays displayed a couple potential areas of damage. The second x-ray was unremarkable (internal). The event log displayed multiple low speed and pump stop alarms during the length of the log file history, including driveline fault alarms. A heartmate ii driveline repair was planned for on (B)(6) 2025. The driveline was repaired and the reported issues resolved. The driveline repair was performed at about 2.5 inches from the exit site and percutaneous lead replacement was performed. The customer replaced the patient's system controller with new system controller at their discretion due to worn / regular use. The patient was stable and will be monitored outpatient. Log files were sent post driveline repair, and there were no alarms/unusual events post driveline repair in the log file history. The driveline fault alarm did not return post repair.

Manufacturer narrative:
D9: percutaneous lead only returned. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d9: corrected. Manufacturer¿s investigation conclusion: evaluation of the returned external portion of the driveline confirmed wire damage that would have contributed to the reported pump stops. The submitted log files contained events from 23feb2025 ¿ 04mar2025. Multiple low speed and pump stop events were captured throughout the files while the patient was connected to battery power. Additionally, a driveline fault alarm was active throughout the majority of the captured data. A distal end driveline repair was performed by an abbott technical services representative on 05mar2025. According to the account, the issue resolved following the repair. An additional log file was submitted for review following the repair; the file captured no notable events or alarms, and the pump appeared to be operating as intended. Approximately 19.0¿ of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing revealed no continuity in the black wire and higher resistances measured on the brown wire which fluctuated with manipulation of the cable. No other discontinuities were found in the other wires during this testing. Upon removal of the outer driveline layers, the underlying black wire appeared to be fractured approximately 17.0¿ from the controller connector. Adjacent to this damage, thinning in the brown wire insulation was observed. Manipulation of the brown wire caused the wire¿s insulation to elongate and stretch apart indicating that the underlying conductors were damaged. The remaining wire sections were visually inspected under the microscope; no other signs of damage to the wire insulations or underlying conductors were observed. The driveline was then submerged in a saline bath for high-potential testing to verify the integrity of each wire¿s insulation. The test revealed an additional breach in the black wire approximately 16.5¿ from the controller connector. No other areas of current leakage were observed. The observed damage was consistent with wire fatigue due to repetitive flexing of the cable over time. The damage to both the brown and black wires would have resulted in the reported pump stops and low speed events observed in the log files as both wires are responsible for the same phase in operating the pump. Furthermore, the fractured conductor of the black wire would have resulted in the driveline fault alarms observed in the submitted log files. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.